Event description:
During the laparoscopic hernia repair, the balloon on the ted12 busted after 40 pumps. All of the pieces of the balloon were retrieved. No retractors were used. Balloon and scope were lubricated with ky jelly. Opened second instrument same thing happened. Opened third instrument to complete the case. No consequence to the pt. 1/29/97 1400 spoke with the surgeon and he statted the device had been lubricated and pumped with the appropriate number of pumps. He said no sharp instruments were used near the device. He said a portion of the balloon fell into the pt and was recovered.

Manufacturer narrative:
Results of evaluation: conclusion: ab) based upon the inquiry info received and the visual examination; a) it was concluded that the balloon had become cut at, making the instrument non functional. The instrument was received with an 1/8" cut in the balloon, approximately 90 degrees from the stopcock position, which was located just distal to the attachment ring. There was a 1/4" abrasion mark at the site of damage. No conclusion could be reached as to how the balloon had been cut. B) it was concluded that the balloon had become, making the instrument non functional. The instrument was received with a tear of approximatley 1/2" parallel to the attachment ring. No conclusion could be reached as to how the balloon had become torn. Note: one of the hands bulbs, which were returned with the complaint instruments, was damaged with the inflation nozzle tip pushed into the bulb. Comments: ab) each instrument is evaluated during the assembly process to ensure that if functions properly.